Event description:
User reports five pt samples whose undiluted hcg results do not match the instrument auto-diluted or off-line manually diluted results. Sample 1, initial result gave > 10000, auto diluted gave 1354 iu per l. Sample was retested using a qualitative urine methodology which resulted positive. In 2009: sample 2, initial result gave >10000, auto diluted gave 98 iu per l. Sample 3, initial result gave >10000, auto diluted twice giving 96.65 and 14860 iu per l respectively. The same sample was then manually diluted giving 122,200 iu per l. Sample 4, initial result gave >10000, auto diluted gave 83.74 iu per l. Sample 5, initial result gave >10000, auto diluted twice giving 81.78 and 93.29 iu per l. Sample was manually diluted twice giving 13,350 and 13,520 iu per l respectively. Erroneous results were reported for samples 1 and 3 only. It is known if pts were adversely affected. The field service representative suspected corrupted data disk to be the cause, and used backup data from previous preventative maintenance. He zeroed calibrations and deleted all reagents from last preventative maintenance info. Additionally he replaced pinch tubing for the customer as it was due for replacement. Customer ran calibration and controls to verify analyzer performance.